Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on bus. A field service engineer found station with auxiliary full height drawer 1 was not detected on the bus and unrecoverable, observed the right-side module board light not displaying, opened the drawer via release lever to confirm cubie trays functioning, powered down and removed metallic shavings and medications, rebooted with no change, replaced the drawer controller board, rebooted to restore solid orange light on the module board, reconfigured the drawer, and confirmed successful inventory testing with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 multiple cubies were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.